Event description:
Kimberly-clark received a report stating, 'when the pmg v2.0a is turned on it is fine until beginning the test or burn. It will then power off every time. Procedure was completed with another generator, no patient injury.' Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The review of the device history record is pending. If any additional relevant information is identified following completion of the device history, the additional relevant information will be submitted in a supplemental report. The device was not returned to kimberly-clark for analysis, therefore we are unable to determine a root cause for this reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.